Event description:
Boston scientific received information that a few days after this pacemaker was implanted, the ECG showed that the device was not pacing and the pacing impedance measurements on the right ventricular (rv) lead were above 2,000 ohms. An x-ray was performed and showed that the rv lead did not dislodge. A revision was performed at a later date and the physician disconnected the lead from the device. The physician noted there was no blood on the terminal pin and concluded that it was a possible connection or issue with the actual device. The device was successfully replaced and will be returned for laboratory analysis. No additional adverse patient effects were reported. The rv lead, which is a competitor's product, was also explanted and replaced at the same time.

Manufacturer narrative:
This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. High power microscopic evaluation of the ports noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A review of the memory confirmed that the pacing impedance measurements had been above 2,000 ohms since implant. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.